Event description:
As reported by the (B)(4) registry, the patient died of other reasons approximately seven months post index procedure. The event was reported to be unrelated to the cordis product.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Approximately seven months after having a stent placed in the right proximal internal carotid artery the patient expired. A specific etiology for the death was not provided. The event was reported to be unrelated to the cordis product. The patient's medical history includes hyperlipidemia and congestive heart failure, hypertension and high risk factors of bilateral cea with recurrent stenosis and age > 75. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13425363 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.